Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image confirmed the presence of a material consistent with thrombus occluding the inflow and outflow cannula. Although a specific cause for this finding could not be conclusively determined, it could have contributed to the decrease in flow and increase in rotor noise and displacement values observed in the submitted log files. Evaluation of the returned pump, serial number (B)(6), did not reveal any device-related issues, as the pump appeared to have been cleaned prior to its return to abbott. The account's submitted image revealed a red thrombus-like material occluding the inflow cannula lumen. The thrombus-like material was also present in the outflow graft lumen; however, the extent of the occlusion could not be conclusively determined based on the image alone. (B)(6) was returned assembled with the pump cable severed approximately 11.5¿ from the pump header. The distal end of the pump cable and the modular cable were not returned for evaluation. Approximately 3.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief properly engaged to the graft hardware. The distal portion of the outflow graft was also returned measuring approximately 2.0". The apical cuff was not returned. The cuff lock was unremarkable. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. The thrombus formations observed in the submitted image appeared to have been removed prior to the pump's return to abbott. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted controller event log file captured a rapid decrease in flow on (B)(6) 2025, with flow dropping to 0.0 liters per minute (lpm) resulting in a sustained low flow alarm. Power and pulsatility index (pi) also decreased during this time, while rotor displacement and rotor noise values slightly increased. Based on complaint history and similarly reported events, the data captured in the log files appears consistent with the identified thrombus-like material being ingested into the pump. No other notable events or alarms were captured throughout the submitted and downloaded log files, and the system appeared to be operating as intended at the stored patient speed. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, this section under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient was hit positive and was being anticoagulated on bivalirudin (an alternate to warfarin).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review following the patient presenting with flow of 0.0lpm to 0.3lpm. Power dropped slightly, and the speed was stable. The patient was asymptomatic. They had a line placed and an echocardiogram showed their mean arterial pressure (map) as 86. The log files captured low flow alarm events on (B)(6) 2025 at 14:18:33, as well as several momentary low flow events. It was additionally reported that the patient was taken back to the operating room for exploration. The patient underwent a pump exchange on (B)(6) 2025 due to the patient having thrombosed the inflow, entire pump, outflow graft, and into the ascending aorta. It was noted the patient had possible heparin induced thrombocytopenia (hit) which could have contributed. It was noted that it was unknown if there were any changes to patient condition or anticoagulation status which could of contributed, however there were no recent changes to pump parameters prior to this event.